Event description:
It was originally reported to the MFR as a non-complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was still attached to the delivery system when returned, coiled up in a small bag. The plunger was advanced but not rotated. The analyst was able to rotate the plunger with some difficulty and release the capsule. The capsule did not deploy. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach. Physician communication (2007).